Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is scratched and the label is peeling off. The blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a missing end cap sticker and a peeling and damaged address label. The insulin pump passed the reset error test and the self test. No unexpected reset or loss of memory was noted.